Manufacturer narrative:
Alleged failure: no live video output. Confirmed failure: needs software upgrade. Probable root cause: sdc application software. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation is complete.

Event description:
It was reported that there was loss of image.